Manufacturer narrative:
DHR review revealed nothing relevant to this event. The driver received was missing the tip section of the inner shaft. The driver was disassembled for material verification of shaft and was found within specifications. Material stress was observed at the broken area of the inner shaft. The area is bent at approx 45 degrees. This condition clearly indicates a bending force caused by misuse, which can be confirmed with the info provided by the customer. Event attributed to misuse.

Event description:
Implant was inserted into the pilot hole and sutures were snug against the tissue during a rotator cuff repair. The surgeon began to hit the knob on the back of the inserter to insert the implant further. Arthrex rep suggested surgeon not to do that but he continued. Arthrex rep instructed surgeon to turn the inserter counterclockwise. To remove it, the surgeon turned the inserter and napped off about 35mm of the tip (inside implant). Fixation of repair was good and no attempt was made to retrieve the tip. No x-rays were taken. The case was completed and no further consequences were reported by the hospital as a result of this event. This device is used for treatment.